Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7072424/7073169.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected. The explanted devices were not returned.